Event description:
The filter was implanted in 1990. An x-ray in 2001, revealed two of the struts are fractured. The mesh appears stable. The doctors feel that there is no need for explantation at this time.